Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from one of the injection port sites (clearlink) onto the floor. This occurred when the propofol was started through the tubing during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d8, e4, and h10: h11: should additional relevant information become available, a supplemental report will be submitted.